Event description:
As reported to implant patient registry, nearly one year (11 months and 25 days) post implant of the 26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with an aortic surgical valve.

Manufacturer narrative:
The status of the valve is unknown. Investigation is ongoing.

Event description:
26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with an aortic surgical valve. Per medical records review, during the 30 day follow up visit post tavr the patient developed accelerated rise in the valve gradient. The tte performed reported a peak velocity is 3.26 m/sec with a mean gradient of 25 mmhg. 2 weeks later the patient underwent a balloon valvuloplasty with an edwards 23 mm balloon with reduction of mean gradient from 33 mmhg to 10 mmhg. Follow up tte done 2 weeks later reported: well-seated bioprosthetic valve in place. Mean gradient approximately 17 mmhg. Approximately 10 months post tavr, the patient was admitted with decompensated heart failure. A tte report done showed recurrent stenosis of the valve with a mean gradient 72 mmhg, peak gradient of 116 mmhg and valve area calculated at 0.54 square cm. The valve appears well seated. The prosthetic valve leaflets are not well visualized. This was in the setting of normal ventricular function and mild-to-moderate mitral stenosis. The patient was aggressively diuresed and felt better. The patient was also found to have progressive anemia with no obvious blood loss source. It was felt that this may represent hemolysis from the valve. As the patient ''has accelerated valve degeneration with stenosis after tavr and post-dilatation'' it was felt that valve-in-valve tavr would not effectively decrease the valve gradient given the small valve size and the patient was referred for surgery with a mechanical valve due to concerns with the patient calcium burden. However, the patient was not a good candidate for a mechanical valve, as it was found to have slow gi tract blood loss resulting in anemia. Nearly one year post tavr, the patient underwent a redo avr procedure, an aortic root endarterectomy with replacement of the ascending aorta including aortic arch were performed due to the porcelain aorta. A 35mm left atrial appendage occlusion device was implanted concomitantly. Per the op report, the aorta was diffusely calcified and the aortic root was also porcelain with imbedded calcium. The tavr valve was severely stenotic with immobility of 2 of the 3 leaflets. The intraprocedural tee reported ''severe stenosis, with a mean gradient of 61 mmhg, only one leaflet moving and heavy calcification at annulus''. The tavr was explanted and replaced successfully with a 23mm edwards inspiris resilia valve. There were no complications. The patient was doing well post procedure and was discharged home on post operative day 4.

Manufacturer narrative:
Additional information received from medical records. Update to b5, b7, g3, g6, h2, h6, and h10. Investigation is ongoing.

Manufacturer narrative:
As no valve was returned, no visual inspection, functioning testing or dimensional testing could be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is required. Commander delivery system with s3/s3u thv IFU and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed based on provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''nearly one year (11 months and 25 days) post implant of the 26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with an aortic surgical valve''. Per medical record, the patient had hyperlipidemia, type 2 diabetes mellitus. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. And diabetes mellitus is the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.